Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that they were trying to deliver a bolus but the act button had to be pressed several times to get a response. No significant events leading to the keypad issue. Blood glucose is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened esc button dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to perform the no delivery or occlusion tests due to the button/keypad anomaly. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.